Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/29/2015 with the following findings: visual inspection revealed that the keypad cover was cut and punctured in the area of the ok button. The ok key contact was found to be damaged. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged ok key contact. This report is made based on results of investigation completed on 08/29/2015.